Manufacturer narrative:
Unit passed displacement test. Unit received with broken off reservoir tube lip and missing reservoir tube lip o-ring. Unit received with cracked case at display window corners, display window, reservoir tube window, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 241 mg/dl at the time of the incident. Customer stated that the reservoir lip is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.